Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) the patient received the catheter. After two weeks of crrt there was a crack below the hub on the silicone extension. On (B)(6) the customer pulled and replaced the catheter with a new one. No patient injury.

Manufacturer narrative:
The returned product sample consisted of one 11.5 fr mahurkar catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. After visual inspection, a hole could be appreciated on the venous extension. During underwater test (functional test), bubbles were detected coming out from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not showed bubbles during the test. More information was requested to the customer and no additional evidence was provided for this analysis. However, after verification, the event description was clarified: customer states that on august 10th the patient received the catheter. After two weeks of crrt there was a crack below the hub on the silicone extension. On august 08/24/2014, the customer pulled and replaced the catheter with a new one. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use catheter if it is crushed, cracked, cut, or otherwise damaged and continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The event description declares that the catheter functioned as intended during 2 weeks, more likely the device was damaged during that time. This defect has been confirmed. Based on the available information, the most probable root cause can be considered as misuse (leak could be caused more likely with a sharp object). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure manufacturing performs 100% leak testing at the final stage of production, which would identify this

Manufacturer narrative:
Submit date: 09/30/2014.

Event description:
Customer states that on (B)(6), the patient received the catheter. After two weeks of crrt, there was a crack below the hub on the silicone extension. On (B)(6) 2014, the customer pulled and replaced the catheter with a new one. No patient injury.

Manufacturer narrative:
Submit date: 09/10/2014. An investigation is currently underway. Upon completion, the results will be forwarded.